Event description:
Procedure: nephrectomy. According to the reporter: the dlu was applied to the renal vein. When the surgeon took instrument off after firing, bleeding occurred. Surgeon converted the case to open and hand sewed the vein. Pt lost approx 1 unit of blood.